Event description:
Report received from a user facility related to air delivered to donor due to user error. The donor was prepped for a double needle platelet apheresis donation. The operator inserted the return line into the donor's antecubital fossa and immediately realized upon opening the roller clamp that the return line had not been primed as air was noted to return to the donor. The operator immediately closed the roller clamp. The amount of air delivered could not be quantified. The donor begain to experience chest discomfort and coughing. The donor center medical director attended to the donor, placing him on his left side with the head lowered. The donor was transported to an emergency room for treatment of an air embolism at 1645. Treatment measures were not identified by the center; however, the donor returned to the donor center later that evening at approximately 1930 to inform the staff that he had recovered and the emergency room physician remarked that the donor had "picked up the anxiety of the staff." The donor center reported the donor had recovered without sequelae.

Manufacturer narrative:
The device was not returned for evaluation. The user facility reported the event was related to user error. A batch review of the device revealed the device passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.